Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. The hypotube, distal shaft, balloon, and tip were microscopically, tactile and visually inspected. Inspection revealed a separation in the hypotube at 20 cm from the strain relief and separated 23 cm from the tip of the device with numerous kinks in the hypotube. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was complete with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.

Manufacturer narrative:
(B)(4). Describe event or problem updated. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported that the shaft broke during advancing. The device was completely removed from the patient.